Manufacturer narrative:
Upon analysis, visual examination found blood/tissue clogging the helix, which prevented movement of the inner coil. X-ray examination found the inner coil inside the connector region was over-torqued, consistent with that occurring at the time of implant procedure. Either of these factors may have contributed to the reported incident. After cutting the lead and cleaning, the helix could be extended and retracted from the inner coil without twisting the lead. Full helix extension length was measured and found to meet specification. Visual examination revealed no other anomalies.

Event description:
During a lead implantation procedure, twisting was observed on the right ventricular lead. A different lead was used instead. The patient was stable.